Event description:
This case has been identified during monitoring of postings on an FDA hosted docket website, which has been established in preparation of a public FDA advisory committee meeting taking place in september 2015 (case# FDA-2014-n-0736-0721, awareness date 22-aug-2015). It refers to a female consumer of unspecified age in united states who had essure (fallopian tube insert) inserted in (B)(6) 2014. Consumer reported that she had the essure implanted by the recommendation of her doctor. The next month, in (B)(6) 2014, after implant she began to feel abdominal pain, random rashes, major fatigue and abnormal skin changes. After numerous talks with the doctor they said nothing was wrong with her. Finally, it occurred to her to get tested for nickel allergy. After her test came back positive, the gynecologist scheduled surgery. It had been over a year of pain when a simple allergy test could have prevented it. Product technical complaint (ptc) investigation results received on 15-sep-2015: (B)(4). Final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: no product quality defect was confirmed therefore a relationship to the reported medical events is excluded. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical events and a quality defect. Company causality comment: this non-medically confirmed, spontaneous case report refers to a female consumer who had abdominal pain after essure (fallopian tube occlusion insert) insertion. After she was tested positive for nickel allergy; her physician scheduled surgery. She stated it had been over a year of pain. All events are listed according to essure's reference safety information. The essure insert consists of a nickel-titanium alloy. Allergic reactions to essure are more commonly related to nickel sensitivity and usually resolve after device removal. Additionally, abdominal, pelvic pain and uncharacterized pain may occur with essure therapy. In this particular case, the events started in close association with essure insertion. Therefore, causality with the suspect insert cannot be excluded. In this case it is unclear if consumer actually have a surgery to remove essure or if the procedure was only scheduled. Since this case was identified during health authority website monitoring and no follow-up will be possible; company regards this case as incident (due to the possible surgical intervention). The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical events and a quality defect.